Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2001: the patient underwent x-rays of the lumbar spine due to low back pain. Impression: mild lower lumbar dextroscoliosis; lumbosacral spine otherwise normal. She also underwent x-rays of the si joint due to low back pain. Impression: normal sacroiliac joints. On (B)(6) 2003: the patient underwent ultrasound of gallbladder due to upper abdominal pain. Impression: normal sonographic exam. On (B)(6) 2003: the patient underwent spirometry. On (B)(6) 2003: the patient underwent x-rays of the chest due to acute bronchitis. Impression: essentially normal chest. On (B)(6) 2005: the patient underwent spirometry. On (B)(6) 2010: the patient underwent x-rays of the lumbar spine due to low back pain. Impression: minimal lumbar levoscoliosis; minimal degenerative arthritic spurring of mild lumbar spine and moderately severe degenerative arthritic changes of l5 and s1; considerable narrowed l5-s1 disc space; no acute bony abnormality seen. On (B)(6) 2010: the patient underwent MRI of lumbar spine due to low back pain. Impression: 1. At l5-s1 there is disc desiccation change with degenerative change along the endplates and broad based mild protrusion of the annulus; there was no spinal stenosis; there was mild foraminal narrowing. On (B)(6) 2011: the patient presented with the following pre-operative diagnosis: retrolisthesis and instability at l5-s1 with degeneration disc disease. She underwent the following procedure: l5-s1 laminectomy and posterior lumbar interbody fusion. Per op notes, wide foraminotomies for the s1 and l5 nerve root was performed. The fact joint at l5-s1 was removed. Disc material was removed and autograft bone and bmp was placed anteriorly and a cage with bmp and autograft was placed in the center of the graft, tapping it in into the disc space under fluoroscopic guidance. Autograft bone and bmp was placed anteriorly. The transverse process of l5 and s1 was roughened bilaterally. Autograft bone and bmp was placed out laterally for lateral mass fusion. Rods were placed across the screws and compressed across these and locked down the locking screw and were broken off at the proper torque. No patient complications were reported. On (B)(6) 2012, (B)(6) 2013: the patient presented with numbness and tingling in feet. She underwent spirometry. Interpretation: ventilator function: moderate decrease. On (B)(6) 2013: the patient underwent spirometry. On (B)(6) 2013: the patient presented with numbness and tingling in feet. She underwent spirometry. Interpretation: ventilator function: normal. On (B)(6) 2013: the patient underwent MRI of cervical spine due to neck pain. Impression: . Mild degenerative changes were seen within the cervical spine worse at the c5-6 level with moderate diffuse posterior disc osteophyte complex and bilateral facet degeneration causing moderate right and mild left bilateral neural foraminal narrowing; mild central canal stenosis seen at this level. A 1.3 cm probable cystic t2 hyper intense lesion is seen within the right vallecular region of the lingual tonsils probably related to vallecular cyst. She also underwent MRI of lumbar spine due to low back pain and lumbar radiculopathy. Impression: no evidence of recurrent disc protrusion.